Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The trigger housing was received with the main bar in a broken condition. Due to the broken condition of the main bar, it did not engage and push the yoke when the trigger was pressed. This condition caused blade not to expose and as a result blade would not cut during the procedure. The root cause of broken component, main bar, could not be determined at the time of investigation.

Event description:
It was reported that a patient underwent an abdominal myomectomy on (B)(6) 2011. During the procedure, the device stopped working.

Manufacturer narrative:
(B)(4): blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.